Manufacturer narrative:
The patient's weight was not provided. The referenced previous percutaneous lead repair was reported on medwatch MFR report # 0002916596-2013-01184. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 10 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2007. It was reported that the patient was seen in clinic with damage at the area of a previous percutaneous lead (driveline) repair . The gray portion of the repair was torn with wires exposed. There were additional numerous small tears in the white portion of the silicone distal from the previous repair. Device interrogation revealed no pump stoppages, low speed or driveline fault alarms. There was no reported adverse impact to the patient due to the event. An additional percutaneous lead repair will be scheduled on a future date per the customer¿s request. No additional information was provided.

Manufacturer narrative:
Additional information: return of percutaneous lead. The report of damage to the gray tubing of the previous repair can be confirmed based on the evaluation of the returned lead. A distal end percutaneous lead replacement was performed by a technical services representative on 16mar2018. Approximately 21.5 inches of the external portion/distal end of the lead was returned. A previous repair had been performed. Tape had been previously applied to a majority of the lead. Removal of the tape revealed several holes in the silicon sleeve. Examination of the previous repair revealed the reported damage to the proximal end of the gray tubing. The silicon sleeve was removed and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The gray tubing of the previous distal-end repair kit was removed, and visual inspection of the black shrink tubing revealed no evidence of damage. The remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.